Manufacturer narrative:
(B)(4). The device was returned for evaluation. Stent dislodgement was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that when unpacking a 2.75x38 rx xience xpedition stent delivery system (sds), while the protective sheath was not difficult to remove, the stent dislodged when pulling off the protective sheath and was found inside of the protective sheath. The sds was not used for the procedure. A new unspecified rx xience xpedition sds was used to complete the procedure. There was no occurrence of a clinically significant delay. No additional information was provided.